Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with 2 leads with the same lot number. It was reported the patient is no longer receiving adequate pain relief. The sjm representative met with the patient and reprogrammed the system. The patient has good coverage but no pain relief. The sjm representative will meet with the patient for follow up.